Event description:
It was reported that during follow-up, the ventricular lead exhibited noise. Provocative arm movement testing was able to reproduce the noise. The patient was not symptomatic. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.